Event description:
It was reported that catheter entrapment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilatation. However, during the procedure, the device got stuck into the jupiter fc guidewire. Both devices were removed from the patient as one unit. The procedure was completed with a different device. There were no patient complications nor injuries reported.